Manufacturer narrative:
Having examined the faulty sample returned (extravascular part of the catheter with the pink adapter), we found that a 26g IV cannula was connected to the catheter's pink luer hub. This cannula was not compatible with the premicath catheter as it's ID was 0,38 mm. Microscopic examination of the sample showed typical signs of a tensile fracture with a highly jagged surface. The rest of the catheter is missing. No batch history records check was possible, as the batch number is unknown. A manufacturing defect can be ruled out as each catheter is leak- and flow-tested before packaging. Unfortunately no further information on the whereabouts of this complaint was available.

Event description:
The catheter broke inside the vein and a piece of the line had to be extracted surgically.

Manufacturer narrative:
The device involved will be evaluated by the manufacturer as part of the complaint investigation. This investigation is currently on-going, and the results will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
The catheter broke inside the vein and a piece of the line had to be extracted surgically.